Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch error. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 4000 syringe infusion pump was returned for analysis in poor condition. A visual inspection revealed the left and right plunger cases to be damaged. A review of the pump event history log confirmed the reported issue of clutch lever error. However, the reported issue was not verified during testing. After checking alarm history, noticed the clutch was released during an infusion causing the check clutch lever error. Pump was repaired. The failure modes was found to be customer released clutch during an infusion. The root cause is user interface.